Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. The device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was alleged by a claimant, through counsel, that he was implanted with cartiva on the right side on (B)(6) 2018 and was revised on (B)(6) 2022 due to pain. Claimant demands compensation.

Event description:
It was alleged by a claimant, through counsel, that he was implanted with cartiva on the right side on (B)(6)2018 and was revised on (B)(6)2022 due to pain. Claimant demands compensation.

Manufacturer narrative:
Correction to a1. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.